Manufacturer narrative:
Implant regio 22 fractured. Construction was a removable denture placed on 3 implants. Patient suffered from periimplantitis following bone loss and implant instability. The implant shows severe damage due to removal. Material analysis concluded no detectable material impairment.

Event description:
Implant fracture.

Event description:
Implant fracture